Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead demonstrated low, out-of-range pacing impedance, which triggered a polarity switch. Additionally, the ra lead exhibited noise oversensing, resulting in inappropriate mode switch episodes. No changes or interventions were reported; the ra lead remained implanted. There were no patient consequences.